Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that at 80cm distal from the hub, the hypotube of the device was kinked. Additionally, there was a collar and shaft separation, and the shaft was not returned for analysis.

Event description:
Reportable based on device analysis completed on 29jan2026. It was reported that the device could not cross the lesion occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6f long guidezilla ii catheter-guide extension was selected for coronary stent implantation. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure. However, device analysis revealed that the collar and shaft were separated.